Event description:
It was reported that during intracranial aneurysm blood flow diversion therapy for an unruptured fusiform aneurysm at the m1 bifurcation of the left middle cerebral artery (max diameter 7mm, neck diameter 6mm), severe vessel tortuosity was encountered. Significant resistance was noted during delivery of the pipeline flex 2.75mm x 20mm stent within the phenom 27 microcatheter, particularly in the middle and distal sections. The operator positioned the phenom27 microcatheter in the m2 segment, and a zhongtianxun intermediate catheter was placed in the straight segment of the cavernous sinus. After the stent was fully hydrated, stent delivery into the microcatheter was initiated. When the stent was about halfway through the microcatheter, the operator reported a significant increase in resistance. The assistant helped stabilize the intermediate catheter while the operator continued to advance the stent. Eventually, the tip of the stent reached the m2 segment. The operator began to withdraw the microcatheter, and the tip of the stent gradually opened and apposed to the vessel wall, followed by the middle segment of the stent. However, at this point, the operator reported that the resistance during stent deployment was increasing, making it progressively more difficult to deploy. When attempting to deploy the tail end of the stent, the operator indicated that it was no longer possible to advance it out of the microcatheter. Therefore, the stent was retracted back into the microcatheter and removed from the body together. The catheter had been flushed continuously with heparanized saline. It was noted the pipeline was not stuck. There was no damage to the catheter. The distal end of the pipepline push rod was kinked. The devices were prepared and flushed according to the instructions for use (IFU). Dual antiplatelet therapy was administered, and the platelet reactivity unit level was normal. Angiographic results post procedure showed vascular patency. No patient complications have been reported as a result of this event. The landing zone was 2.1mm distal and 2.4mm proximal. Additional information was received stating that the cause of the event was not determined.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the (pli 10) pipeline flex device and (pli 20) phenom 27 catheter were returned for analysis inside a sealed biohazard bag and inside a shipping box. The pipeline flex braid was not returned. ¿ damaged location details: the (pli 10) pipeline flex distal wire was observed to be broken proximally to the dps sleeves. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The (pli 20) phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿ testing/analysis: the broken end of the distal wire was sent out for scanning electron microscopy (sem) failure analysis testing. The scanning electron microscopy (sem) test results indicate that the features observed on the fractured end are consistent with a torsional overload failure. The (pli 20) phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. ¿ conclusion: based on the reported information and device analysis, the customer¿s ¿resistance/stuck during delivery¿ and ¿catheter resistance during delivery¿ report was confirmed, as the distal wire of the returned (pli 10) pipeline flex device was observed to be broken proximally to the dps sleeves. The distal wire broke due to torsional overload. Possible causes of the break failure include over-manipulation and twisting. The damage may have occurred when the user attempted to advance the (pli 10) pipeline flex device through the (pli 20) phenom 27 catheter against resistance. Possible causes of resistance include severe vessel tortuosity, the user pulls back on/torques the wire while advancing the pipeline flex device in the catheter, and a lack of continuous heparinized saline during the procedure. In this event, the customer reported that the catheter had been flushed continuously with heparinized saline, ruling out a lack of continuous heparinized saline during the procedure as a possible cause. Therefore, severe vessel tortuosity, or the user pulls back on/torques the wire while advancing the pipeline flex device in the catheter, could have contributed to the resistance report. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.